Event description:
A customer reported to baxter (B)(4) of a slow flow with a clearlink valve. There was patient involvement but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for an evaluation. A visual inspection revealed no non-conformances. A syringe was attached to the clearlink valve and a normal flow was found. The reported condition was not confirmed. The cause for the customers condition was not identified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.